Event description:
The device was used during a total abdominal hysterectomy/bilateral salpingo-oopherectomy procedure. Reportedly, the staples did not lock. The surgeon manually sutured to complete the procedure.